Event description:
The pt reported, the up button of the infusion device is defective. No physiological effects were reported. The infusion device was replaced and requested to be returned for eval. Upon eval of the infusion device, it was found the up/down button is always active. Due to an external mechanical influence, the snap dome of the up/down button is pressed through. This source led to an always activated up/down button and, therefore, all the buttons do not react on pressure. The issue is related to user handling.